Event description:
Country of complaint: (B)(6) thread detached from needle easily. The tear off performance is not given.

Manufacturer narrative:
Manufacturing site eval: samples received: 1 open and 1 unopened unit. There are no previous complaints of this code batch. There are no units in OEM stock. We have received one closed sample and one open sample with five sutures instead of eight. Tightness test to the closed sample received has been performed and the unit is tight. Tested the needle attachment of the closed sample received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: although the results of the closed sample received fulfill the specifications of the OEM, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: not applicable.